Event description:
Caller reported symptoms of hypoglycemia at 4:26 am, aviva system result was 57 mg/dl. He ate a poached egg with toast, drank a bottle of water and a swig of apple juice. Same system retest results were 4:33 am 247 mg/dl, at 4:37 am 168 mg/dl, at 4:58 am 226 mg/dl. He took his medication of 1 glipizide 10 mg and 2 cinnamon tablets. Then at 5:12 am he got a reading of 157 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.